Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6), 2010. According to the complainant, during the procedure, the physician wanted to reposition the stent; however it would not re-sheath. The partially deployed stent was removed from the patient, and the procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.